Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code 92 is no longer applicable.

Event description:
The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Other components include: product ID 8703w lot# l53967 implanted: (B)(6) 1998 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative regarding a patient who was receiving 5 mg/ml of morphine at 2.3 mg/day and 7.5 mg/day of bupivacaine at 3.4 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient felt that they were going through withdrawal and then overdose on several occasions. The patient reported these symptoms to their healthcare provider (hcp). The hcp ordered a dye study and rotor study. The dye study and rotor study were normal and the residual volumes were accurate at the patient's refills. The physician and patient thought that there was something wrong with the pump and that it could be over and under-delivering drug. The pump and catheter were explanted and replaced on (B)(6) 2017. The patient was stated as being "alive-no injury" and the issue was considered resolved at the time of the report. Additional information was received on (B)(6) 2017 from the manufacturer's representative. The initial reporter information was provided and it was reported that the replaced pump and catheter would be returned to the manufacturer for analysis. No further complications were reported. Additional information was received from the manufacturer's representative on (B)(6) 2017. It was reported that the replaced devices had been shipped back to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly with the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.